Event description:
On (B)(6) 2012, the surgeon placed the electrocautery too close to the patient's newly implanted replacement generator during surgery. Upon final interrogation, the battery was found to be completely depleted and a new generator needed to be used. Using an electrocautery device too close to a pulse generator may damage or disable the device. It is recommended to not use electrocautery near an implanted device and to keep the electrosurgery electrodes as far away as possible from the device. Training has been provided to the implanting surgeon in regards to cautery usage and the vns. The depleted generator will not be returned to the company as the hospital does not return explants without signed patient consent. Since the generator was depleted before use, a programming history review cannot be performed as there is no data available.

Event description:
Visual examination performed at the bench revealed burn marks on the returned pulse generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated the device was operating properly. Following a re-enabling of the device output, electrical test results showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 1.317% of the battery had been consumed.

Event description:
The generator was returned on (B)(6) 2013 and is pending product analysis. No additional information has been provided.